Event description:
Discordant, falsely low magnesium results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were flagged by the instrument and were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting as expected. The correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low magnesium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the s1 mixer and performed alignments. Quick check and quality controls were run, resulting within range. The cause of the discordant, falsely low magnesium results is a malfunction of the s1 mixer. The instrument is performing according to specifications. No further evaluation of the device is required.